Event description:
Thirty-two mins into the hemodialysis treatment, the pt experienced hypotension and a brief seizure episode. Pt does have a history of seizures. A 200cc bolus of normal saline corrected the hypotension. The seizure episode was self-limited. The pt did not experience any back pain or shortness of breath. His lungs were clear. His discharge blood pressures were 146/62 sitting and 148/80 standing. This wa a new "dry-pack" dialyzer. The pt had been previously dialyzed on this type of membrane (polysulfone) without incident.